Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported hard reset was confirmed. The device image data was retrieved and over current detection and shorted output stage detection events were found to have occured. The cause of the damage to the high voltage circuitry could not be determined.

Event description:
It was reported that during a battery change out, the device went into backup setting during dft testing. It was found to be resolved with the implant of a new lead. The ICD was not implanted.